Event description:
It was reported that the customer was hospitalized with high blood glucose levels. The caller did not have much info regarding the event. The caller did state that the customer wears the infusion sets for more than a week. The current infusion set appears to be very dirty. Troubleshooting was performed, and the insulin pump passed the lead screw test. Found multiple no delivery alarms in the alarm history. The caller did not have another infusion set for the customer to insert at the time of the call. Advised the caller that the infusion sets should only be worn for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.